Manufacturer narrative:
The customer's complaint that the texium connector leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 1ml texium syringe leaked at the connector seal junction while giving a subcutaneous testosterone injection. There was no patient harm.